Manufacturer narrative:
"The use of repetitive transcranial magnetic stimulation and vagal nerve stimulation in the treatment of depression."

Event description:
It was reported a vns therapy pt did not receive any benefit from vns therapy. Good faith attempts to obtain additional info have been unsuccessful to date.